Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was caped and removed from service. The lead was exhibiting 'questionable artifacts and unable to interrogate the system'. The physician elected to replace the lead and the implantable cardioverter defibrillator (ICD) at this time.